Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Spoke with sales rep, (B)(6) initial surgery (B)(6) 2016 on pediatric patient for t4 fracture. Surgeon placed construct 4 above and 4 below fractured. Patient complained of pain. Revision conducted (B)(6) 2016. Rod was sticking out of bottom screws. Five out of the eight set screws had backed out. Patient had good fusion. Per complaint form: (B)(6) - patient (B)(6) t4 fracture. Surgeon used expedium 4.5. Placed 8 screws (monoaxial) t2, t3, t4, t5, t6 bilateral. 2 titanium 4.5 rods. 8 set screws (B)(6), surgeon brought the patient back to surgery for revision. The right rod had migrated cephald. Completely out of the t6 screw. He verbalized 5 of the 8 set screws were loose and the rod had "fretting". He chose not to replace the rod as to not disturb the fusion bed. He replaced 4 of the eight screws.